Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The complaint can be confirmed since defects were found during the service evaluation that affect the main functionality of the device. The distal tip, window and optics were damaged, and the tube was dented and bent. The image was found to be foggy and cloudy. The device was repaired and restored to full functionality. The device was most likely damaged due to user mishandling. When the device distal tip, window and optics are damaged and the tube is bent the device will not function as intended, therefore are potential root causes for the reported failure. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformance was identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that prior to an unknown procedure, two hd arthroscope/sinuscopes were not working. There was no patient harm or delay. The sales rep could not provide any additional information.